Manufacturer narrative:
Continuation of concomitant. Model: 7122q65, competitor lead; implanted: (B)(6) 2017.

Event description:
It was reported that two days post implant the patient was brought back in for an implantable cardioverter defibrillator (ICD) pocket revision due to a hematoma that had developed. The device remains in use. No patient complications have been reported as a result of this event.